Event description:
The bovie tip broke off during a surgical procedure. There was no harm to the pt.

Manufacturer narrative:
It was reported that the cautery tip broke off during a surgical procedure. There was no pt injury. It is not known if the tip had been manipulated in any way prior to or during use. The broken tip was not returned. The tip is mfg by bovie medical. They have been notified of the incident. Add'l device manufacture dates: 12/2011 and 12/2011.